Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer reported that the insulin pump had an alarm. The customer stated that they found that the cannula was bent as well. The product was not returned for analysis.